Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited low out-of-range (oor) pacing lead impedance (pli) measurement and loss of capture . The rv lead pli measurement is intermittently at 180 ohms probably due to an insulation break. There have been no patient symptoms. The hcp tested the rv lead in unipolar and there was still no capture . A local boston scientific field representative reported that the cause of low pli was not determined. No asystole greater than 2 seconds observed. The device mode was reprogrammed and the patient was monitored. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the device was explanted and the lead was surgically abandoned and replaced 4 years later with another manufacturer's device and lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.